Event description:
The manufacturer received information alleging that a patient passed away. Customer requested that event logs be interpreted for investigation of the unit. Customer unable/unwilling to provide any additional information. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.